Manufacturer narrative:
Of the 31 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to moisture ingress. During investigation for unrelated allegations, there was 1 additional instance of a call service 088 alarm due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 088 alarm. These reports were received from various sources. The patients associated with this allegation ranged from 4-74 years of age and between 25 and 250 pounds. Of the reported patients, 13 were male and 18 were female.